Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an unknown procedure, a flexor introducer sheath leaked "very badly." Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one 7fr ansel sheath was received used with bio present. No visible damage to device was noted. Leak test confirmed the device leaked from the hole in the silicon disc. The disc was removed from check flo and inspection found the disc was not damage and had been properly cut on the back side. A review of the device history record found one non-conformances related to the reported failure mode. The affected units were scrapped and not replaced. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A CAPA was previously completed to address this failure mode for valves 10371-se and cfmw-100-se manufactured at seisa, and the CAPA included a root cause investigation. The CAPA team examined the valves to test the potential causes identified. Based on the laboratory investigation, a root cause of inadequate tightening of the cap onto the valve body was identified related to leaking around the silicone disk and through the cap. A fixed span gauge that will measure the distance of the cap to the bottom check-flo valves was implemented as a result to ensure that the caps are adequately tightened onto the body of the valves. Based on the evaluation, the cause of this complaint is component failure without design or manufacturing deficiency. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a flexor introducer sheath leaked "very badly". Additional information has been requested, but is unavailable at this time.